Event description:
Related manufacturer reference number:2017865-2023-18615. Related manufacturer reference number:2017865-2023-20879. Related manufacturer reference number:2017865-2023-20878. It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. Patient did not experience any symptoms during event. No intervention was performed. Patient was stable. Patient passed away on (B)(6)2023. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was available.